Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a sore/abrasions under the lifevest equipment. Patient described the area as sores from lv rubbing under armpit. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended removal of lv until the area healed. Follow up indicated that the sores/abrasions improved.